Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, after implantation of a borea sr pacemaker on (B)(6) 2023 it was not possible to connect it with the home monitoring system at the same day. A few weeks ago the subjected pacemaker underwent a firmware upgrade to enable the rf communication with the programmer. At the interrogation during the implantation it was not possible to establish rf communication between the device and the programmer. No problem was observed with inductive telemetry. The day after the implantation an additional attempts to establish rf communication between device and programmer was tried with the support of mp representative. Again without success. A message was displayed on the screen indicating that only inductive telemetry is possible. After failed connection attempt with the first home monitor, a second one was tried. But with same result of no connection.